Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 22.0 diopter intraocular lens (iol) haptic was missing. There was patient contact indicated but no injury reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/21/2019. Device returned to manufacturer: yes. Device evaluation: the returned sample was received in its original packaging (folding carton). Visual inspection and evaluation using magnification was performed. The plunger and pushrod were observed in advanced position. No assembly error was observed in the preloaded device related to manufacturing process. The lens was out of the device and cut in a half which could be related to a removal process. A haptic detached was observed, the other haptic was in good condition. The complaint issue was verified. However, due the condition of the sample returned, that was handled, a product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.